Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
Arjo was informed of sparks coming from the power cable of the enterprise 5000x bed. There was no indication of patient involvement and no injury was sustained. The bed inspection was carried out. There were splits within the main cable. The photos attached to the complaint also showed that at the split cable burning marks were visible. The main cable was replaced. The bed was tested after repair and it worked properly.

Manufacturer narrative:
Based on the provided information, it is most likely that the damage to the power cable occurred due to the cable had been rolled up too tight (with a cable tie - tritite) and cable storage was not correct. The instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages and maintenance: - "make sure the power supply cord is not stretched, kinked or crushed." - "make sure the power supply cord does not become entangled with moving parts of the bed." - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly - "if the power cord or mains plug is damaged, the complete assembly must be replaced by authorized service personnel." - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. - "the power supply cord is fitted with a plastic hook. When not in use or before moving the bed, clip the hook onto the head board, coil up the cable and place it over the hook." To sum up, the arjo device did not meet its specifications since the power cable was damaged. There was no patient involvement and no injury was sustained. This complaint was assessed as reportable due to the allegation of sparks coming out of the power cable.